Event description:
It was reported that a user experienced difficulty during a supply change when no drops were observed while pressing and holding to prime at approximately 50 units, which was attributed to the connect adapter not being fully flush and correctly positioned with the ilet during setup. There were no reported clinical symptoms or adverse physiological effects. Outcomes included no impact to health and no need for medical care. Investigation included remote troubleshooting and user education, including verification of cartridge fill and adapter seating. Investigation of this case revealed that the initial setup was incorrect due to an improperly seated connect adapter, and correct function was restored after the user replaced the adapter and ensured it was flush and in the correct position. It was concluded, based on previously established findings for similar reports, that the cause was user technique during supply change.